Event description:
It was reported during a lap nephrectomy procedure the device fired over renal vein. The gun locked and made it impossible for surgeon to open. This wwas the first firing and it simply jammed. The surgeon had to convert the operation to an open procedure in order to try and get the jaws of the gun open. The gun had fired properly and the staple line was complete. He managed to open the jaws by using an instrument to separate the handles of the gun to eventually open the instrument. Procedure prolonged by approx. 120 minutes.